Manufacturer narrative:
Product ID: neu_ascenda_cath, serial# unknown, product type: catheter, product ID: neu_ascenda_cath, serial# unknown, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of catheter 8780/(B)(4) found a non-significant anomaly of the sc connector was damaged at explant. Analysis of the unknown ascenda catheter found damage that occurred to the catheter body and-or guidewire during the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that during the revision, the physician¿s first attempt to thread a catheter in the intrathecal space met resistance and could not be advanced superior, and kept going retrograde.

Event description:
It was reported the patient fell on the pump and was currently in the intensive care unit (ICU) in withdrawal. The patient experienced itching, mental status changes, agitation, and rhabdomyolysis. It was noted the healthcare provider (hcp) was able to aspirate from the side port and get back cerebrospinal fluid (csf) and other interventions included a dose adjustment. The patient¿s pump was refilled on (B)(6) 2015 and the patient had a revision done on (B)(6) 2015. Both the pump and catheter were replaced. It was noted the cause of the event was "baclofen system malfunction without obvious abnormalities" per the surgeon and it was unknown if it was attributed to the pump or catheter. There were no issues noted in the event logs. The patient was currently hospitalized and was not recovered, symptoms/issues were ongoing, and the patient was in inpatient rehabilitation. The pump was being used to deliver gablofen. If additional information is received, a follow-up report will be sent.